Event description:
Device analysis found the main coil (subject device) to be separated from the puhserwire. No clinical consequence to patient was reported.

Manufacturer narrative:
A review of the device history record was performed on this batch and no issues or discrepancies were found. The device history record review showed that this device met all requested specifications. The device was used for treatment. Based on the investigation and information provided, there is no indication that the released device, labeling or packaging failed to meet its specifications. The device was returned for analysis and the main coil was protruding from the guiding catheter. The pusher wire was separated from the main coil and on closer analysis, was found to have separated at the inner coil/fused polyethylene (pet) junction. The pet junction was still intact. The coil was removed from the guiding catheter and although there were no kinks or stretches noted on the coil, the coil was covered in blood matter, which indicated that continuous flush had not been maintained though out the procedure. Follow up information provided stated that intermittent flush was maintained through out the procedure. It is noted in the directions for use (dfu) ¿in order to achieve optimal performance of the gdc 360 coils, and to reduce the risk of thromboembolic complications, it is critical that continuous flush solution be maintained between a) the femoral sheath and guiding catheter, b) the 2-tip infusion and guiding catheters, and c) the 2-tip infusion catheter and boston scientific guidewires and gdc 360 delivery wire. Continuous flush also reduces the potential for thrombus formation on and crystallization of infusate around the coil detachment zone¿ based on the available information and the analysis of the returned unit, this investigation will be assigned a root cause of user/use error.